Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, broken plug strap, opening on radius and calcification (approx. 30%). Leak test and microscopic analysis was performed which identified: puncture opening, striated opening, sharp broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening puncture assessed as a surgical damage consist in the use of some surgical tool. A striated opening assessed as a surgical damage consist in the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reports left side capsular contracture, baker grade IV. The device has been explanted.